Event description:
Morcellator did not seat correctly in source box. It clicked in but caused a loud grinding noise when activated and physician observed that the gears were not engaged (not turning) asked for assistance, and no one could find a way to get the disposable piece to rotate. They opted to get a new disposable piece. It was inserted and it was felt they had to push harder to get it to seat into the machine than the first disposable unit had required. The new piece did not cause a grinding noise and blade rotated as it should.